Event description:
It has been reported to philips that pressing the wireless footswitch pedal did not activate x-ray during procedure. The procedure was completed after a system restart. No harm has been reported to philips.

Manufacturer narrative:
Per the information collected, the wi-fi indicator on the footswitch was red, which indicates that there was an error in the wireless connection. Restarting the allura re-established the wireless connection between the wireless footswitch and the wireless base station. Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. There are currently no wireless footswitches or base stations available for replacement.